Event description:
It was reported that, during thr surgery, the r3 offset impactor pommel broke off internal to patient. The procedure had been finished using the same device, with no surgical delay and no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the r3 offset impactor pommel broke off inside the patient during use. Per complaint description, the procedure was completed using the same device, with no surgical delay and no injury to the patient. A photo of the instrument confirms the broken pommel. Since no patient harm is alleged, no further assessment is warranted at this time. A visual inspection confirmed the strike plate is broken off the r3 offset impactor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.